Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported), intraperitoneal gentamicin (dose, frequency, and duration not reported), and unspecified oral antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. Four days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had recovered. The patient had not yet been retrained on proper aseptic technique. No additional information is available.